Manufacturer narrative:
(B)(4). Batch # r58c5n. Device evaluation: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please explain how the stapler misfired? No . Did the device lock-out (no staples deployed and no cut line started)? Unknown . Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Unknown . Or, did the device staple, but not cut the tissue? Unknown . Did the device deliver any staples? Unknown . If yes, were the staples formed properly in the proper closed b-formation? Unknown . If the stapler did fire was the staple line complete? Unknown . Did the device cut? Unknown . If yes, was the cut line complete? Unknown.

Event description:
It was reported that during a flex brochoscopy, the stapler misfired. Three reloads were used with the same result. It was not reported how the procedure was completed. There were no patient consequences reported.